Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing pump supplies and forgetting to connect the infusion set to the body, resulting in lack of insulin delivery and a documented glucose of 311 mg/dl with levels outside of range for over seven hours; troubleshooting and education were completed, and there were no device alerts or alarms reported. Symptoms included thirst, malaise, low energy, and fatigue without loss of consciousness. Outcomes included no medical intervention, no hospitalization, no assistance, and no use of backup therapy or ketone testing. Investigation included user interview and technical review. Investigation of this case revealed user setup error resulting in missed insulin delivery. It was concluded that the event was due to use error and that the device function was not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.